Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous nurse report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. On an unreported date, dianeal therapy was withdrawn. Treatment information was not reported. The patient had not recovered. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.